Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: (B)(6) , batch: 216012. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , batch: 7102949. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , batch: 7103000.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-implant tremor as a result of inadequate stimulation therapy. The physician observed high impedance readings on both leads. The patient underwent an exploratory procedure to determine the cause of the high impedances, wherein it was discovered that the implantable pulse generator (ipg) had flipped in the pocket several times. The physician assessed that the suture loops on the ipg likely came undone causing the ipg to move; and as a result, the twisting caused damage to the lead extension resulting in the high impedance readings. The leads remained unaffected, and the lead extension was replaced. The extension was retained by the facility and not returned for physical analysis; the leads and ipg remain implanted and in use in the patient.